Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition, four malformed staples and two unformed staples were received inside a small bag. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, a device was used; two staple lines were properly formed, whereas one staple line remained totally open. The open staples where pulled out one by one with a forceps; a running suture was applied. There were no adverse consequences for the patient.